Manufacturer narrative:
A new power supply was sent to the customer. Attempts to follow up with the customer to get add'l complaint info and to the product back are ongoing. As of the date of this report, the product has not been received. Should add'l info of the original product be received, resulting in new, changed, or corrected info a follow up will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.

Event description:
Customer called to report that her power charger started falling apart and it made a huge sparks and gave me a huge shock!